Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found no anomalies. X-ray examination found the over-torqued inner coil at the connector region consistent with procedural damage. Electrical testing was normal.

Event description:
New information received notes that the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to sense in bipolar configuration. The physician elected to replace the rv lead during the procedure. The condition of the patient was unknown.